Manufacturer narrative:
(B)(4).

Event description:
Procedure type: roux-en-y. According to the reporter: after the anastomosis was completed, a doctor confirmed that there was a metal part in the donut ring that was attached to the anvil head. It was retrieved from the patient. The patient was x-rayed to confirm if any other metal parts were left in the patient. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no bleeding in excess of over 500cc. Operating time was not extended by more than 30 minutes.